Manufacturer narrative:
Additional narrative: product investigation summary: the complaint condition for the aiming arm (part 357.366 / lot 3626058) and two (2) cannulated connecting screws (part 357.397 / lot 6606047) was likely caused by insufficient tightening of the connections among the aiming devices during the procedure; however, this complaint is not likely a result of any design related deficiency. The aiming arm and two cannulated connecting screws are instruments routinely used in the titanium trochanteric fixation nail system. The returned devices were reported to have contributed to a misalignment of the distal locking screw. This condition is unconfirmed. When tested with a titanium cannulated trochanteric fixation nail, 11.0mm/8.0mm protection sleeve, 8.0mm/4.0mm drill sleeve, 4.0mm trocar, and insertion handle test samples, the devices target the distal locking hole without difficulty. It is likely that insufficient tightening of the connections among the aiming devices used during surgery led to this complaint condition. The aiming arm was manufactured in january, 2011 and is over four years old. The two connecting screws were manufactured in april, 2011 and are over four years old. The balance of the returned aiming arm is in fairly worn condition with numerous markings along its length. The two connecting screws are in fair condition with some nicks along the distal threading. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. The complaint condition for this device cannot be replicated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: january 24, 2011 no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon experienced difficulty with two (2) connecting screws and an aiming arm. The surgeon reportedly missed the distal locking hole on the nail during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. There was no visible damage to any of the instrumentation or implants, but the distal threads on the connecting screws appeared to be worn and would not engage the superior portion of the nail tightly. The cannula of the aiming arm also appeared to be worn. After the procedure, the blade guide sleeve that was used in the procedure was tried with another aiming arm and locked in tightly without difficulty. The nail remained implanted in the patient. The procedure was successfully completed with no patient harm or surgical delay. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4): the drill bit missed the distal locking hole of the nail. The surgeon was able to successfully complete the surgery with the distal locking screw.